Manufacturer narrative:
Finger broke out on glove. Reports of gloves tearing easily while putting them on or while working with patients happening frequently. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Finger broke out on glove. Reports of gloves tearing easily while putting them on or while working with patients happening frequently.